Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced infusion set was leaking at the insertion site resulting in high blood glucose over 400 mg per dl on (B)(6) 2026 and the set had been in use for 4 days.